Event description:
It was reported that pump did not work. Unable to refill the arctic sun device. As per follow up information received via email on 25aug2023.the issue resolved by phone. No patient involvement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that pump did not work. Unable to refill the arctic sun device. As per follow up information received via email on 25aug2023.the issue resolved by phone. No patient involvement. Per sample evaluation results on 02mar2024, it was reported that the arctic sun device had main circuit voltage card and heater causing a heating issue.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined as the reported issue could not be reproduced. The device was evaluated upon receipt. Filling issue was not duplicated. System did not heat water. Replaced heater, main circuit voltage card. Testing performed as per procedure. The reported event is unconfirmed, DHR review is not required. The reported event is unconfirmed, labeling/packaging review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that pump did not work. Unable to refill the arctic sun device. As per follow up information received via email on 25aug2023. The issue resolved by phone. No patient involvement. Per sample evaluation results on 02mar2024, it was reported that the arctic sun device had main circuit voltage card and heater causing a heating issue.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined as the reported issue could not be reproduced. The device was evaluated upon receipt. Filling issue was not duplicated. System did not heat water. Replaced heater, main circuit voltage card. Testing performed as per procedure. The reported event is unconfirmed, DHR review is not required. The reported event is unconfirmed, labeling/packaging review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.